Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the identified symptom of constant downstream occlusion alarms, but could not reproduce it during eval. Eval found the downstream sensor readings to be above spec with a fluid filled set loaded. The downstream sensor was replaced to correct his condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a constant downstream occlusion alarm. There was no pt involvement.